Event description:
It was reported that the 21" monitor with yoke detached at the pivot point above the monitor. M3 screw subassembly designed to keep the yoke and monitor assembly attached to the spring arm was missing. The nurse reported that a c shaped metal piece fell from the suspension. The monitor and yoke are still attached by hanging cables. This event occurred during the preparation of an operating room. No patient or user injury occurred.

Manufacturer narrative:
This product does not have an expiration date - device manufacturing date is unknown at this time. The yoke and monitor assembly are designed to stay attached to the spring arm. There are several connection points along the suspension with one connection point being the yoke to the spring arm. The yoke and monitor connect to the spring arm by a "keeer" clip. This component is kept in its location by a metal protective collar which is able to slide up the spring arm shaft. The protective collar is intended to be fastened into place to prevent it from sliding up the shaft by an m3 screw. The event was triggered by missing m3 screw which led to the malfunction. The spring arm and yoke assembly were replaced. This is not single use device.